Event description:
In 2007, I had a left inguinal hernia repaired using the patch and plug method. Within two weeks I was having pain again in my left testicle, along with a new very sharp pain at the incision site. Other problems have been pain radiating down my left inner thigh to the knee - the knee has collapsed on occasion, pain on the front of the thigh, a warm to burning sensation on the inner thigh, and a pain along the left side of the penis. On a scale of 1 to 10, on a good day a 3 - those days are few and far between - most days around a 6, 7 and on a bad day a 10, but I would like to say a 50. It has become increasingly painful to sit or walk for any length of time. Lifting, bending, twisting, and reaching will aggravate the pain worse. Because I am not walking right I am now starting to have problems with my hip, knee and back. When I told the surgeon about the pain he sent me to a pain specialist, he mentioned nerve entrapment and sent me back to the surgeon. Who then passed me on to another work comp dr. Who politely said it was all in my head, and had work comp settle as fast as they could. My family dr. Has sent me to a neurologist and urologist, with all tests coming back negative. Now he wants me to see an orthopedic dr. Because my hip is starting to signs of trouble. I hope this mesh crap gets taken of the market so no one else can be harmed by it. I have lost my job over this whole ordeal. Diagnosis or reason for use: left inguinal hernia.